Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was difficulty with the guidewire entering in to the lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted a fresh 14-58 gray j shaped stylet was inserted in the lead without any resistance. If information is provided in the future, a supplemental report will be issued.